Event description:
It was further reported that the patient experienced issues with three additional batteries. The batteries would go from four green lights to none. The controller experienced multiple double power disconnects. It was also reported that the batteries had white arrow markings faded out.

Manufacturer narrative:
Additional devices: d4: battery/ (b)(4 / model #1650 / exp. Date: 2017-02-28 /UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2016-02-28 h5: labeled for single use: no h6: device code: FDA 2885; FDA 2978 result code: FDA 3233 conclusion code: FDA 11 d4: battery/ (B)(4) / model #1650/ exp. Date: 2017-06-30/ UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2016-06-30 h5: labeled for single use: no h6: device code: FDA 2885; FDA 2978 result code: FDA 3233 conclusion code: FDA 11 d4: battery/ (B)(4) / model #1650/ exp. Date: 2017-06-30/UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2016-06-30 h5: labeled for single use: no h6: device code: FDA 2885; FDA 2978 result code: FDA 3233 conclusion code: FDA 11 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and two batteries were returned for evaluation. Failure analysis of the returned batteries and controller revealed that the devices passed functional testing. Visual inspection of the batteries revealed an illegible release indicator on both batteries. The release indicator is located on the battery to assist the patient during a connection or disconnection of a power source. This observation was most likely related to the reported worn equipment. Visual inspection under 10x magnification revealed that controller contained hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. An internal investigation has been opened to evaluate hairline cracks and implement corrective actions as required. Based on this investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed multiple critical battery and controller fault alarms since 01nov2017. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed that the batteries were discharging as expected; however, analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the two reported batteries. The patient might have perceived the premature power switching events as the batteries draining quickly. In addition, log file analysis revealed that the patient was not following the proper power source management, as instructed in the instructions for use (IFU). The patient was not exchanging power sources when both batteries reached 25% rsoc. As a result, the reported power consumption could not be confirmed. However, the reported worn equipment, critical battery and controller fault alarms were confirmed. The most likely root cause of the illegible indicator on the batteries can be attributed to patient use or due to wear. The most likely root cause the premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery and controller fault alarms event can be attributed to the patient allowing batteries to depleting below 10%. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Continuation of d11: dvfb1d4-ICD, 6935m62-lead; implanted on (B)(6) 2016, additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system ¿ battery d4: model 1650 / expiration date 31may2018 / serial number (B)(4) / UDI (B)(4)/ returned 11dec2017, mfg date 31may2017, device battery issue c63030; FDA 2885, FDA 11, heartware ventricular assist system ¿ battery d4: model 1650 / expiration date 31mar2017 / serial number (B)(4), returned 11dec2017. Mfg date 31mar2016, device battery issue c63030; FDA 2885, FDA 11 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a controller fault and critical battery alarms. The site indicated that two of the patient¿s fully charged batteries were providing power to the controller but were draining almost immediately. The site reported that the pump continued to run during the event and the patient was asymptomatic. They further indicated that the patient is known to be ¿very hard¿ on his/her equipment and tends to be non-compliant with instructions. He/she is known to have a history of charging batteries before being prompted to do so by the controller. The site reported that the patient¿s equipment was dirty, unkept and appeared worn. They were unable to specify whether the devices had been dropped or if excessive force had been used while reconnect or disconnecting the power sources. A preliminary review of the controller log files appears to confirm the reported controller fault and critical battery alarms. The controller and two batteries were exchanged with no reported patient consequence. The site has returned the devices to the manufacturer.

Manufacturer narrative:
Corrections: a1 product event summary: three of the batteries (bat315675, bat321953, bat322101) were not returned for evaluation. Visual inspection of the two returned batteries revealed an illegible release indicator on each of the output cables. As a result, the reported ¿white arrow markings faded out¿ was confirmed for these batteries. The reported wear ¿white arrow markings faded out¿ on the remaining three batteries could not be confirmed as the devices were not returned. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed several critical battery and controller fault alarms since november 1, 2017. As a result, the reported controller fault and critical battery alarms were confirmed. One critical battery alarm recorded on november 12, 2017 was due to a communication error between the controller and battery. The remaining critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis also revealed three controller power up events on november 22, 2017, at 03:14:32, 04:31:36 and 04:37:54; respectively. The controller power-ups at 03:14:32 and 04:31:36 did not have associated motor start events. The data point prior to the losses of power revealed that bat320355 was connected to power port one with 2% rsoc and no power source was connected to power port two. The data point recorded after the losses of power revealed that there was no power source connected to power port one and bat322101 was connected to power port two. The controller was without power for 2 hours, 35 minutes and 5 seconds. Three additional controller power-ups with their associated motor starts were recorded between (B)(6) 2017 and (B)(6) 2017. Several momentary disconnections were observ ed leading up to the loss of power on (B)(6) 2017. The controller was without power for 12 seconds, 12 seconds and 13 seconds; respectively. As a result, the reported losses of power were confirmed. Log file analysis revealed that the batteries were discharg ing as expected. As a result, the reported ¿batteries draining almost immediately¿ could not be confirmed. However, analysis of the data log files did reveal several premature power switching events that were due to momentary disconnections involving bat320355, bat315675, bat322101 and bat580406. The patient may have perceived the premature power switching events as the batteries draining faster than intended. The most likely root cause of the critical battery alarm observed on (B)(6), 2017 can be attributed to a communication error between the controller and battery. The most likely root cause of the critical battery alarms, controller fault alarms and losses of power observed on (B)(6) 2017 through (B)(6), 2017 can be attributed to the patient allowing the batteries to deplete below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. A possible root cause of the losses of power observed between (B)(6) 2017 and (B)(6) 2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the controllers losing power and implement corrective actions as required. Additional products: battery, bat315675 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat321953 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat321953 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: date of event, adverse event problem. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.